Event description:
It was reported that the patient was unable to connect with external devices following an unrelated ablation procedure. As such surgical intervention took place on (B)(6) 2024, where the ipg was replaced, and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.